Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation on a non-targeted area despite reprogramming. The physician believed that the paddle lead was implanted upside down. The patient underwent a revision procedure wherein the paddle lead was flipped over. The patient was doing well postoperatively.